Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal baclofen (unknown) 2000 mcg/ml at 293.1 mcg/day. It was noted that their new dose was 350.1 mcg/day. The manufacturing representative thought the drug was gablofen but was not certain. The hcp had changed the dose from simple continuous to flex on (B)(6) 2017. It was reported that the patient started experiencing withdrawal symptoms around 2am on the morning of (B)(6) 2017. The patient went in to see their managing hcp. They aspirated from the catheter access port (cap), and they were able to draw back 3 cc; they saw clear cerebrospinal fluid (csf). The hcp performed a single therapeutic bolus, but the patient did not respond. The hcp had also given the patient oral medication, and the patient did not respond to that. At this time, the hcp was refusing to do a dye study. The pump was not alarming. The manufacturing representative was going to follow up with the hcp. Additional information was received from a hcp on (B)(6) 2017 via a manufacturing representative. It was reported that at this time, they had no evidence that the pump or catheter were malfunctioning. The pump logs were reviewed and no anomalies were found. The residual volume in the pump reservoir was as expected. The physician was able to aspirate 3cc of clear spinal fluid from the catheter access port (cap). The patient underwent a 3d CT catheter dye study where the physician aspirated another 3cc of clear spinal fluid from the catheter then injected 1cc of dye into the cap. The CT scan was repeated, then another 2cc of dye was punched through the cap. The scan was repeated a third time. At no time, along any path of the pump or catheter, were there any visible plums of dye with the only exception being the release of dye from the tip of the catheter. The physician had concluded that there remained the potential of the possibility of micro tears that may not appear in a high pressure dye study. The physician refused any further testing and was recommending a catheter revision. Also, according to the physician, any potential medical issues had been ruled out. Also, the patient had been placed on flex dosing with scheduled boluses. The patient had also been receiving oral baclofen and IV ativan. The patient's weight was not known at this time. The patient¿s symptoms had not improved. Additional information was received on (B)(6) 2017 from a hcp via a manufacturing representative. The hcp/manufacturing representative inquired about an indium study. It was reported that they did a dye study using a CT scan but the imaging was not live. They did not see any leaks with imaging. The hcp had already made the decision to revise the catheter on (B)(6) 2017 since the hcp thought [the issue] was due to a microleak. There were no volume discrepancies, and they were not sure if the patient had any other medical issues that could be causing [the issue]. The patient had a complete medical workup, and everything came back fine. The patient had no fever, and the patient was just severely spastic. They had changed out the drug thinking it could be due to a bad batch of gablofen but that did not resolve it as well. After the revision, they were going to try to preserve the catheter and send it back to the device manufacturer for analysis; it was noted this may be hard since the patient had spine fusion. The manufacturing representative was going to follow up with the hcp. It was later reported that the catheter revision was completed on (B)(6) 2017 afternoon. The existing catheter was replaced with a new 8780. The hcp was able to remove the old catheter intact, which would be sent in for analysis. The patient did end up with a significant cerebrospinal fluid (csf) leak as the dura was damaged while drilling down to remove the existing catheter. They were not aware of the patient¿s condition at this time. There were no further complications reported.

Manufacturer narrative:
Analysis of the catheter body found a user related hole. Eval code - conclusion code is being updated for this event.